Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2015)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years and two months post deployment, a computerized tomography of the abdomen without contrast was performed which showed that an inferior vena cava filter was present within the infrarenal portion of the inferior vena cava. The tip of the inferior vena cava filter lies approximately 17 mm inferior to the level of the renal veins. There was no tilting of the filter. Duodenum lies directly adjacent to the inferior vena cava effacing the pericaval fat. The tip of one strut does not clearly perforate the wall of the inferior vena cava but does lie adjacent to the right lateral border of the abdominal aorta on axial image 50. Another strut might be abut the right common iliac artery on axial images. Struts abut the anterior aspect of the l3 vertebral body. No evidence of filter tilting or fracture. Therefore, the investigation is confirmed for the perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 07/2015 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.